Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to noise caused by loose connection between the lead and device. Lead was inserted into the header properly and there were no more noise issues. Patient's condition was stable.